Manufacturer narrative:
H.6. Investigation: problem statement: customer reported complaint on a bd facscanto ii cytometer 4/2 system ivd ¿ 338960 of a wet cart leak and the red valve of the fluidics fell apart. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17jul2019 to date 17jul2020. Complaint trend: there are 4 complaints related to the issue of wet cart fluidics issues due to a connector or valve. Date range from 17jul2019 to date 17jul2020. Manufacturing device history record (DHR) review: DHR part #338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the wet cart, or fluidics cart, leak was due to worn and broken check valve (red). The fse (field service engineer) confirmed the issue and replaced the part, 334044 - check valve waste. The stream of leaking fluid provided in a picture is arcing downward toward the drip pads the customer had placed on their floor. It did not spray upwards towards anyone. There was no harm caused to anyone since no fluids came into contact the user(s). The fluid was sheath fluid leaking backward from this check valve on the non-waste line and was not biohazardous waste. Based on the weak trajectory of this stream of the leaking sheath fluid, the fse estimated there was approximately 5 psi of pressure at the point of the leak. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 06apr2015. Defective part number: 334044 - check valve waste; work order notes: subject / reported: red valve in fluidics cart fell apart that causing massive sheath fluid leaking. Problem description: our flow cytometer is broken and I found that red valve in fluidics cart fell apart that causing massive sheath fluid leaking. Serial number of our instrument is (B)(6) and I have contacted local service person and he seems figured it out what is issue. Work performed: analyzed fluidics. Replaced check valve part # 334044 in wet cart. Ran instrument to verify that there were no other leaks. Observed issues with fsc signal. Flushed flow cell extensively with concentrated detergent. Adjusted fsc obscuration bar. After numerous fsc optimization adjustments, fsc signal is now improved and working correctly. Optimized cvs. Instrument passed cst. Instrument has been aligned to specification per applicable bd service manual. Cause: fluidics. Solution: replacement of the check valve in the wet cart has resolved the problem of: red valve in fluidics cart fell apart that is causing massive sheath fluid leak. Cleaning the flow cell and optimizing fsc alignment has resolved the fsc signal issue. Instrument has been returned to operational status to the lab. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev.a, bd facscanto ii flow cytometer (fluidics) was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the damage to the device is obvious and is reparable by requiring a service visit. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes; no. Item: 23. Valves. Function: 23.1 block, pass, or direct fluids. Potential failure mode: 23.1.1 valve leaks. Potential effects of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. Potential causes/mechanisms of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. Current controls: di rinse daily. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 7. Det: 1. Rpn: 35. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause was due to worn and broken check valve in the fluidics cart. Conclusion: based on the investigation results, the root cause of the wet cart leak on the facscanto was due to a worn and broken check valve on the non-waste line. The fse confirmed the issue, replaced the part and brought the instrument to normal operation. The fluid did not spray but leaked downward at a very low pressure. No one was harmed or injured, and no medical treatment was performed due to the leak. The safety risk is low and there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that sheath fluid under pressure leaked outside of instrument with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: our flow cytometer is broken and I found that red valve in fluidics cart fell apart that causing massive sheath fluid leaking. Additionally, on 2020-7-17 the fse provided the following additional information: serial number of our instrument is (B)(6) and I have contacted local service person and he seems figured it out what is issue." Steps taken with customer/troubleshooting: none, unable to contact customer. Next steps (if necessary): dispatch and ask for the answers to the c19 checklist via e-mail. Are you using this product for clinical diagnostic test? N. Were erroneous results reported and used to treat a patient? N. Was there any injury or potential injury? N. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Inside the wetcart 3. What was the fluid that leaked? Sheath. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? Unknown. 6. Was there any physical harm to the customer as a result of the leak unknown. Software version? Unknown. Resolution achieved (y/n)? N. Follow up required (y/n)? Y. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Additionally, on 2020-7-20 the fse provided the following additional information: customer provided photo, showing the leaking check valve. It appears to show a steady stream of fluid coming out of the check valve. Was there spray of fluid under pressure? This stream of fluid appears to have some pressure behind it. What is the source of leak -- waste line or non-waste line? Non waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath fluid under pressure leaked outside of instrument with a bd facscanto¿ ii flow cytometer. The following information was provided by the initial reporter: our flow cytometer is broken and I found that red valve in fluidics cart fell apart that causing massive sheath fluid leaking. Additionally, on 2020-7-17 the fse provided the following additional information: serial number of our instrument is (B)(4) and I have contacted local service person and he seems figured it out what is issue." Steps taken with customer/troubleshooting: none, unable to contact customer. Next steps (if necessary): dispatch and ask for the answers to the c19 checklist via e-mail. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Inside the wetcart. What was the fluid that leaked? Sheath. What is the source of leak, waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? Unknown. Was there any physical harm to the customer as a result of the leak? Unknown. Software version? Unknown. Resolution achieved (y/n)? No. Follow up required (y/n)? Yes. List of parts shipped (include foc): n/a. RMA required (y/n)? N/a. Additionally, on 2020-7-20 the fse provided the following additional information: customer provided photo, showing the leaking check valve. It appears to show a steady stream of fluid coming out of the check valve. Was there spray of fluid under pressure? This stream of fluid appears to have some pressure behind it. What is the source of leak, waste line or non-waste line? Non waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.